Manufacturer narrative:
Based on the information provided, the cause of the reported complications cannot be determined. The event dates associated with the complications are unknown.

Event description:
It was reported that after undergoing unspecified da vinci-assisted gynecological surgical procedures, there has been an increased number of surgical site and postoperative infections. The number of patient's involved along with further detailed information of the events was not provided. Additionally, the following information is unknown: the cause of the infections, the severity of the infections, what medical intervention (if any) was rendered due to the complications, and the event dates. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.